Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded at the hospital. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs9gzb4 hardware: sm-s901u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 4-24 hours of pod wear on the arm. Blood glucose was reported to have increased above 600 mg/dl. The patient developed symptoms including high ketones, extreme anger, and vomiting, prompting him to seek medical attention. He presented to the emergency department, received brief initial treatment, and was then transferred to another hospital, where he was admitted with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous insulin infusion and fluids, with subsequent transition to insulin injections. Blood glucose was reported to stabilize to 120 mg/dl following treatment. The patient remained hospitalized for approximately one day, with an anticipated discharge date of (B)(6) 2026. The pod involved was discarded at the hospital and is unavailable for investigation.